Event description:
Autosuture device became "stuck" in patient after firing; no delay in case. Anastomosis was intact and no harm noted to patient. No additional blood loss. The surgeon was able to remove the device from the patient and the procedure was completed.======================manufacturer response for autosuture device, premium plus ceea staples (per site reporter).======================unknown at this time.what was the original intended procedure?sigmoid colectomy, rigid sigmoidoscopy and mobilization of splenic flexure.device #1is this a laboratory device or laboratory test?no.